Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported inadvertent detachment occurred and a leak was noted. A left atrial appendage (laa) closure procedure was being performed. A 27 mm watchman ® laa closure device & delivery system was used. The technician opened the tuohy and pulled back on the core wire to see if it was attached and it was. During preparation of the device, it took about 5-10 minutes to get air out of the delivery system lumen. The closure device was deployed, and upon deploying, it detached from the core wire unexpectedly. The device did not meet the release criteria since there was a 7 mm leak. The closure device was distal to the laa ostium and no tug test was able to be performed since it released prematurely. There were no patient complications and the patient's status was fine.